Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the extended systems test (est) & operational verification procedure (ovp) and the device passed all tests.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient if there was patient involvement. As of september 10, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). Carefusion has dispatched a carefusion field service representative to evaluate the device and repair it if needed. The carefusion field service representative has not completed the evaluation of the device as of september 10, 2015. Carefusion will submit a follow-up medwatch report once the evaluation has been completed.

Event description:
The user facility representative reported that the device is having fio2 problems. The user facility representative did not have any other information regarding the issue.

Manufacturer narrative:
This reported issue has been resolved by changing out the gas delivery engine (gde). No further investigation is required.